Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. The patient is making a claim for an adverse patient outcome against the kugel hernia patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2006: patient was diagnosed with right inguinal hernia with pain thereby underwent open repair with implant of kugel hernia patch. Per operative notes, ¿in the right inguinal area, an indirect hernia sac was identified along with large lipoma of the cord and reduced back through the internal ring. A medium oval kugel hernia patch was placed in the preperitoneal space covering the inguinal floor and tacked in place to cooper¿s ligament. The fascia was closed and secured with sutures.¿ (B)(6) 2015: patient was diagnosed with right groin pain with entrapped nerve thereby underwent open repair with right inguinal exploration with lysis of scar and division of ilioinguinal nerve. Per operative notes, ¿all scar tissues were divided. The ilioinguinal nerve was retracted and dissected superiorly. The fascial layers were closed and reapproximated with sutures.¿

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no), , g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. The patient is making a claim for an adverse patient outcome against the kugel hernia patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."